Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a valid altitude alarm occurred. The customer was ultimately able to clear the alarm after 2 hours. Blood glucose level was 204 mg/dl.